Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator stopped cycling. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the safety valve, to run a performance verification test (pvt), all calibrations, and an extended self-test (est). Afterwards, run the unit for a couple of days, and try to duplicate the reported issue. The customer reported to have followed the tse recommendations, and was unable to duplicate the alleged malfunction. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).